Event description:
Report received indicated peripheral balloon catheter rupture during angioplasty requiring surgery. The FDA notified the reported event via (voluntary report type uf/importer report. Further investigation made through the hosp site revealed that pt received cut-down surgery for removal of the percutaneous transluminal angioplasty (pta) balloon system after the balloon had ruptured during the angioplasty procedure.

Manufacturer narrative:
The intended procedure was being performed to the right iliac artery. The vessel and lesion were calcified. The pta catheter was advance without resistance and placed at the lesion site. However during balloon's first inflation, the balloon ruptured (unknown atmospheres and inflation device). Thereafter attempts to withdraw the system through the sheath introducer were made however, difficulty was met when withdrawing the device into the sheath. Several attempts were made to insert the balloon system through the sheath however failed. Of note: per reporter there were no issues with the sheath. The physician had reservations in withdrawing the sheath introducer (si) and the pta system as one unit due to the existing calcified vessel condition throughout the entire iliac artery and the potential for vessel injury. Therefore, the physician opted to move the pt to the operating room for a cut-down surgical procedure to remove the pta system from the pt. After device was removed it was confirmed that balloon had ruptured. There was no separation of any part (balloon or system). During surgery the pt was treated with aortic fem artery bypass graft and was reported to be doing well. A device history record review was performed and showed that this lot of proudcts met all requirements per the applicable manufacturing quality plan (mqp). This review was extended to subassembly part number e7145143 with lot number 0205070007. This review revealed that the subassemblies met all requirements per the applicable mqp as well, including burst test values. This product will not be returned for eval and testing. Additional info will be sent within 30 days upon receipt.